Manufacturer narrative:
Additional information was received that during the ipg replacement procedure the paddle lead was also replaced as it was cut. The physician isn't sure how and when the paddle lead was cut. The physician replaced the paddle lead. Additional suspect medical device component involved in the event: model#:sc-8116-50 (B)(4) description: scs paddle lead - 50cm.

Manufacturer narrative:
The explanted ipg passed visual, photographic imaging and performance tests done. The device exhibits normal device characteristics. The explanted paddle lead shows open electrode wires at the suture site, and the timing of the damage could not be determined.

Event description:
A report was received that the patient is having trouble communicating with her implant using the remote control and the charger. The physician has recommended the patient undergo a pocket revision.

Event description:
A report was received that the patient is having trouble communicating with her implant using the remote control and the charger. The physician has recommended the patient undergo a pocket revision.

Event description:
A report was received that the patient is having trouble communicating with her implant using the remote control and the charger. The physician has recommended the patient undergo a pocket revision.